Event description:
Customer's brother reported customer received a glucose reading of 111 mg/dl from their freestyle freedom lite meter. Customer's brother reported customer experienced symptoms of dizziness, nausea and lightheadedness. Paramedics were called and obtained a reading of 30 mg/dl with their hcp meter and treated customer with glucose. Customer was transported to good samaritan hospital where she was being diagnosed with severe hypoglycemia and treated with glucose and glucose level monitoring. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.